Manufacturer narrative:
Qn#(B)(4). No sample will be returned for evaluation.

Event description:
It was reported that the catheter's guide wire breaks down while in use. This complaint was submitted with minimal information with no additional information to follow. There was no reported death or complications to the patient as a result of this occurrence.